Event description:
When the dual drive console was connected to the external hosp vacuum and compressed air supply, no vacuum was available to assist vad filling. The pt, who was being supported with an lvad, became lightheaded and was transferred to a backup drive console, whereupon the symptoms resolved. The failure investigation determined that the loss of vacuum was not due to any component failure, but to an open valve in the pneumatic system of the driver. Both of the drive modules in the dual drive console share common connectors and supply lines for external pressure and vacuum sources. Therefore, external vacuum supplied to one drive module may leak through the inactivated solenoid valve of the other, unused drive module if it is not powered on. If both drive modules are powered on, the solenoid valves in each module are activated and there is no loss of pressure or vacuum. Thoratec is reviewing the directions for use for the dual drive console for any necessary clarifications in the use of the external pressure and vacuum connector set.